Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight hypoglycemia while using the ilet system with a cgm, including a documented low of 42 mg/dl and multiple nights with lows, several preceded by highs, lasting a couple of hours, despite receiving cgm low and urgent low alerts and self-treating with oral glucose. Symptoms included low blood glucose. Outcomes included no need for assistance from others and no professional medical intervention. Investigation included review of device logs and reports by the review team to assess potential setting adjustments, with consideration of increasing the nighttime cgm target range. Investigation of this case revealed no definitive device malfunction and an unclear cause for the recurrent nocturnal lows, with some events preceded by hyperglycemia but not all. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.